Event description:
It was reported a patient underwent total shoulder arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to fracture of the central screw. All components were removed and replaced. There was an hour delay in surgery and the patient retained a piece of the fractured screw.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted there was very little bony in growth and there was no sign of proper adhesion to the glenoid over time in the patient.

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to a fractured central screw and infection. All components were removed and replaced with cement spacer molds. There was an hour delay in the procedure and the patient retained a piece of the fractured screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."